Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using smart coils. During the procedure, the physician inserted the smart coil into the introducer sheath and then introduced the sheath into another manufacturer's microcatheter. The smart coil was unable to be transferred into the microcatheter because it would not advance out of the sheath. The physician removed the sheath containing the smart coil and successfully completed the procedure using a new smart coil. There was no report of an adverse effect to the patient.